Event description:
During a code a zoll pd1200mfc defibrillator had an unreadable printout for the entire event and "fireworks" on the display for 10% of the event. The pt was shocked at 200, 300 and 360 joules and recovered. After the pt recovered the nurse power cycled the unit and noted the date had changed to 2000. Backup defibrillator was brought in and used for monitoring only.